Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20046646. Medical device expiration date: 2023-04-21. Device manufacture date: 2020-04-21. Medical device lot #: 20116996. Medical device expiration date: 2023-11-29. Device manufacture date: 2020-11-27. Medical device lot #: unknown. Medical device expiration date: unknown .device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 16 ll vlv adpt(stand alone) experienced flow issues and were clogged/blocked/occluded. The following information was provided by the initial reporter: I just left a medical center and they are experiencing an issue with the smartsite connector, product # 2000e. They have had issues priming & pulling back when starting the IV for a blood return. They are using bd syringes, multiple sizes and their issues have occurred with multiple size syringes. These were items pulled from the shelves because they had experienced incidences on patients. This item was used on a patient.

Manufacturer narrative:
H.6. Investigation: 14 samples were returned by the customer for lot# 20046646. It was reported that they are having issues priming and pulling back when starting the IV for a blood return. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were connected to a 10 ml syringe and attempted to be flushed with at least 10 ml of a methylene blue/water mixture. 13 of the sets were able to be flushed, therefore, the failure was unable to be replicated in these samples. One set was unable to be flushed. After multiple attempts to flush this set, the set was eventually able to be flushed. The customer complaint can be verified. A device history record review for model 2000e lot number 20046646 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. CAPA#1998036 has been initiated, and a team has been assembled in order to investigate the issue. Three samples were returned by the customer from lot# 20116996. It was reported that they are having issues priming and pulling back when starting the IV for a blood return. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were connected to a 10 ml syringe and attempted to be flushed with at least 10 ml of a methylene blue/water mixture. The sets were able to be flushed. The failure was unable to be replicated. The complaint cannot be verified. A device history record review for model 2000e lot number 20116996 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. CAPA#1998036 has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that 16 ll vlv adpt(stand alone) experienced flow issues and were clogged/blocked/occluded. The following information was provided by the initial reporter: I just left a medical center and they are experiencing an issue with the smartsite connector, product # 2000e. They have had issues priming & pulling back when starting the IV for a blood return. They are using bd syringes, multiple sizes and their issues have occurred with multiple size syringes. These were items pulled from the shelves because they had experienced incidences on patients. This item was used on a patient.